Event description:
User stated water leaked from the analyzer onto the counter and ran down onto the floor under the analyzer and not in the walkway. The user noted there was a slow dripping from the cap of the water container. User stated there was maybe 4 oz of water on the floor and she was able to contain the leak by wiping it off the counter and flood. No operators were harmed because of the water leak. No patient samples were involved. The field service representative determined the white o-ring was missing from the water tank cap. He replaced the o-ring and brittle waste tubing. Performance tests were performed.